Event description:
It was reported that in (B)(6) 2013, conducted the PICC catheterization. In (B)(6) 2014, the drawing of blood using PICC tube was unsmooth. The patient returned the hosp for recatheterization of PICC. The tube removal was difficult. Conducted the color-doppler ultrasound examination and it indicated that "local thrombus formation of the upper arm section (proximal to the puncture site) of the right basilic vein with a length of 30mm, stenosis 100%". Low molecular weight heparin has been used for anticoagulation for more than 1 month. Half month after the anticoagulation,reexamined the thrombus and found it decreased to 19mm. Over a month ago ((B)(6) 2015) retried the tube removal in division of interventional radiology of our hosp but failed. Through the angiography it was found that there was stenosis section in the right subclavian vein. Therefore, considered it as the catheter adhesion. By the consultation the vascular surgery division recommended to continue the anticoagulation, and started to administer the warfarin (import, 3mg#, a dosage of 1/4 or 1/6 pill, twice per week; inr value is unk; the warfarin dosage increased and the bleeding time was long after the venous puncture). In (B)(6) 2015 the child patient was hospitalized again for another trial of tube removal and the installation of access port. In (B)(6) the reexamination of vascular ultrasound indicated that "the thrombus formation of the upper arm section of the right basilic vein and the right subclavian vein, stenosis 100%". Temporarily tried to remove the tube next week.

Manufacturer narrative:
The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of rexh0568 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the MFR for evaluation.